Event description:
Pt's device is not working. Reporter believes this is the case because the pt had high blood glucose that would not decrease to below 250 mg/dl (even after several boluses were delivered). No error messages were generated by the device. After the pt switched to their back-up device their blood glucose was ok.